Event description:
The manufacturer received information alleging a ventilator's tidal volume dropped due to a suspected internal leak. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's flow sensor assembly was found to be damaged. The device's flow sensor assembly was replaced to address the issue. The observed damage was consistent with the device being dropped.